Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the balloon was detached/ separated from the balloon catheter. There was solidified contrast media found in the catheter hub. Functional testing could not be performed as the balloon was detached and the device was blocked with solidified contrast media. It is probable that procedural factors contributed to the solidified contrast media observed that blocked the catheter. The reported event of a hole in the balloon was unable to be confirmed based information available and analysis of the device. Additional information regarding the event was unable to be obtained. Based on the information currently available, it cannot be determined what events caused the reported event or led to the balloon becoming detached/ separated from the balloon catheter.

Event description:
It was reported that a hole was discovered in the balloon and could not be inflated. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that a hole was discovered in the balloon and could not be inflated. There were no reported clinical consequences to the patient.